Event description:
Drug/diluent: 5fu. Fill volume: 100 ml. Flow rate: 2.0 ml/hr. Procedure: chemotherapy. The pump was connected to a gripper accessory. Medic centre equipment. Domerat. Fast flow, the pump infused in 12 hrs. No adverse side effects reported. Incident defect date: (B)(6) 2012. Start date - 6:00 pm. End date - 6:00 am.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: a follow-up report will be filed when the investigation has been completed.